Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured or failed expander. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "ruptured or failed expander." Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code 4: 1905. Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported a left side "ruptured or failed expander." Expansion surgery was completed with a back-up device. Manufacturer of the device is unknown. Device has been explanted.